Manufacturer narrative:
Correction of additional manufacturer narrative: no further patient information was provided by complainant. Age and weight are best estimated. Device not marketed in us, but similar device is marketed. Eit emerging implant technologies gmbh (eit) is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which eit has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, eit or its employees that the report constitutes an admission that the device, eit, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. CAPA 2018-aud-010 driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Manufacturer narrative:
No further patient information was provided by complainant. Age and weight are best estimated. Device not marketed in us, but similar device is marketed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had c5/6 & c6/7 acdf surgery with 2 x cei8060s cages from eit and pyrenees 40mm plate, 14mm self-drilling screws x6 from k2m on (B)(6) 2017. < 1 year after surgery, patient presented to surgeon's rooms with symptoms of globus pharyngeous. Revision surgery was performed on (B)(6) 2018 to find left most inferior screw to be loose, and had also backed out on post-op CT. Furthermore, eit cervical cage was not united at inferior level, c6/7 as the surgeon was easily able to remove the cage with forceps. Top level was deemed fused under surgical assessment. During revision surgery, surgeon upsized the cage to 8mm, and applied a 24mm 1 level pyrenees plate with 4 x 14mm self-drilling screws in difference screw hole trajectories. Levels of the spine being operated on: c5/6 & c6/7, revision of cage at c6/7.